Event description:
It was reported that the cardiohelp has a frozen screen and was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is needed. Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation.the ch assembly touch foil & display was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the cardiohelp has a frozen screen. The failure occurred during treatment and the device was exchanged. No harm to any person has been reported. As the device was exchanged during treatment, a report is required.a getinge field service technician (fst) was sent for investigation. The ch assembly touch foil & display was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to getinge life-cycle-engineering the ch assembly touch foil & display cannot be investigated, as it will be destroyed during disassembly. However, referring to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:defective display:- lost touch calibration - touch partially defective caused by mechanical impacts (edges, claws)- touch buttons are not precise.the cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use.the device was manufactured on 2020-05-05.the review of the non-conformities has been performed on 2024-12-11 for the period of 2020-05-05 to 2024-08-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure"cardiohelp has a frozen screen" could be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.note: if the log files will receive and/or additional information become available, the complaint will be re-opened and further investigation steps will be initiated.